Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the probable cause for the fiber break has been determined to have been the result of mis-handling of the laser fiber during the return process, as there was no damage to the fiber that was noted at the customer site. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, three soltive laser fibers 550 micron were not detected as soltive laser fibers 550 micron. The customer was able to work with a different lot number. Inspection and testing of the returned laser fibers found two of the three had the distal tip of the fiber missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This event is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal tip of the fiber was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.